Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for 3 unknown spine articles. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states the patient had a burst fracture in l1, the uss system was used for t12-l2 fixation. During final tightening of rods, the screw head of the gold screw was worn and spun free with the wrench and the surgeon could not fix the clamp and the rod. It was reported that, after surgery, it was found the thread of screw was wrenched off and the thread of clamp was broken. There were no infectious diseases reported for the patient. There was a 30 minute delay reported. This report is for 3 unknown spine articles. This is report number 5 of 5 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the thread of the set screw, the hexagon head and also the thread in the clamp body are badly damaged. The investigation of the complained items shows that the thread of the set screw, the hexagon head and also the thread in the clamp body are badly damaged. Therefore a proper connection and tightening is not possible. The screw was forcibly screwed down in a misaligned position. Therefore it got damaged while screwing them, the hexagon got damaged while the use from improper tool. The article was manufactured in the year 2013. No complaint related issues for this article were found. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.